Event description:
On (B)(6) 2013, a reporter contacted life scan alleging that their ping kit was missing the owner's manual. This complaint is being reported because it was not resolved at the time of the call. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
As the complaint relating to this issue is about literature missing from the kit, life scan does not expect the products involved to be returned at this time. If life scan learns more about this issue then it will submit a follow up report.